Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, swelling and post-inflammatory hyperpigmentation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruise, inflammation, skin discoloration and edema: "undesirable effects: the patients must be informed that there are potential side effects associated linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® ultra for a "correction of acne scars" in the cheeks. Patient also had a "subcision" done as well. Three days later, the patient developed bruising and swelling at the injection sites. The healthcare professional advised the patient to do a "cold/warm compression" and was prescribed reparil. Four days later, the patient returned to the clinic for further review and the symptoms were improved, but not completely resolved. Symptoms were noted to resolve a couple weeks later but "some post-inflammatory hyperpigmentation" remains.